Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. Reportedly, the customer would change the pump supplies to address the issue. The customer's blood glucose level was 113-118 mg/dl.